Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital due to shortness of breath. The pulse generator was previously reprogrammed due to inhibition on both the atrial and ventricular channels. The pulse generator was explanted and replaced on (B)(6) 2013.